Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 477mg/dl. The customer was treated for high blood glucose with manual bolus with the pump. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 251 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and pushed insulin slowly through the tubing. Customer left off at remain disconnect and not able to finish the troubleshooting.